Event description:
It was reported that the field representative called for review of device data. This patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received 15 inappropriate shocks due to t wave oversensing and possibly p waves oversensing. Additionally, it was noted that the signal amplitude was very low. Review of the s-ECG shows the morphology has changed in all vectors. The device was programmed to alternate at 2x gain and complex has been negative and narrow, now positive and wide. Secondary and primary also have a wide complex of qrs waves. Technical services recommended getting an x-ray to verify system location is unchanged and provided other recommendations. At this time, the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the field representative called for review of device data. This patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received 15 inappropriate shocks due to t wave oversensing and possibly p waves oversensing. Additionally, it was noted that the signal amplitude was very low. Review of the s-ECG shows the morphology has changed in all vectors. The device was programmed to alternate at 2x gain and complex has been negative and narrow, now positive and wide. Secondary and primary also have a wide complex of qrs waves. Technical services recommended getting an x-ray to verify system location is unchanged and provided other recommendations. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this system was explanted and replaced with another manufactures transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that the field representative called for review of device data. This patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received 15 inappropriate shocks due to t wave oversensing and possibly p waves oversensing. Additionally, it was noted that the signal amplitude was very low. Review of the s-ECG shows the morphology has changed in all vectors. The device was programmed to alternate at 2x gain and complex has been negative and narrow, now positive and wide. Secondary and primary also have a wide complex of qrs waves. Technical services recommended getting an x-ray to verify system location is unchanged and provided other recommendations. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this system was explanted and replaced with another manufactures transvenous system. No additional adverse patient effects were reported.